Event description:
It was reported that a patient experienced peritonitis, sepsis and subsequently passed away coincident with peritoneal dialysis (pd) therapy. Three days prior to death, the patient was hospitalized due to sepsis of an unknown origin. The cause of death was reported to be peritonitis. The cause of the peritonitis event was unknown. On an unknown date, the patient was treated with intravenous clindamycin and other unknown antibiotics (dose and frequency not reported) for sepsis and peritonitis. It was not reported if an autopsy was performed. Additional information was not available. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The reported product is an unknown baxter minicap. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient cmplnt-(B)(4), cmplnt-(B)(4), and cmplnt-(B)(4).